Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0ev5r, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient thought it had stopped working and wanted to check. The patient had the poor communication screen on the patient programmer. The patient was just implanted on (B)(6) 2015 and still had bandage on. The patient was trying to take the bandage off. The next day, the patient could feel the stimulation, but felt the same as they did before the surgery and years before. The patient experienced a loss of change of therapy. The patient increased stimulation, but if they went up too far it would be painful. The patient was at 1.7v and it was a little uncomfortable and would hurt if they went any higher. This had been happening since implant. The patient was on program 3 and moved to program 4. The patient increased stimulation to 0.4v and felt a fluttering. The patient was going to try this setting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.